Manufacturer narrative:
The event of ipg pocket site revision due to discomfort at ipg site was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced discomfort at the ipg site. Surgical intervention took place on (B)(6) 2019 wherein the ipg was relocated. Pain has resolved.